Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders were not cross to machines. A technical support specialist dialed into the server and ran the server downtime query, confirming messages were processing normally with no backlog. Logged into health sight viewer and verified there were no critical notices related to patient information or order delays. Customer follow-up pending to confirm resolution. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, medication orders did not cross over to the pyxis machines. The customer reported that orders were not crossing from epic to all pyxis machines in the hospital. As a result, all pyxis machines were placed into critical override mode. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.